Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increase in threshold, high thresholds, increase in impedance and high impedance. The rv lead and the implantable pulse generator (ipg) was reprogrammed and remain in use. No patient complications have been reported as a result of this event.